Event description:
A pt was admitted for a scheduled cesarean. During presurgical preparation, the rn placed a foley catheter in the bladder. After insertion, the bag clamp did not stay shut. The bag was replaced. No further problems were noted. Contacted tyco healthcare group (covidien) and talked with a representative who will be sending a replacement product.